Event description:
It has been reported to philips that the system does not turn on. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The main power distribution control unit was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file could not confirm any malfunction. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. During troubleshooting, rse found that the host-pc and image processing pc in the m-cabinet were not turned on, and there was no response when the power switch was pressed. Rse instructed customer to turn off the main electrical breaker and the fuses of the main power distribution unit(mpdu) and had turned them on again following with a system restart. This resolved the issue, allowing the system to start up normally. A philips field service engineer (fse) inspected the system onsite and had conservatively replaced the mpdu to stop this issue from recurring. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.